Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 235cc mentor memorygel breast implants and experienced bilateral baker grade IV capsular contracture postoperatively. The capsular contractures were confirmed with a mammogram and ultrasound. The patient also experienced several unexplained systemic symptoms, including autoimmune issues and swollen lymph nodes. No device issue such as rupture was reported. The root cause of the patients symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2021. This report is for the patient's right-sided device.